Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was received for analysis. It was noted that most of the stent body was expanded which would indicate that the balloon had been subjected to positive pressure. A visual and microscopic examination of the stent struts from the middle of the stent extending proximally were distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left circumflex artery (lcx). A 24 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.